Event description:
The customer reported that the device locks up and the charge button step during operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device locks up at the charge button step during operational check. The device was evaluated at philips. The symptom was verified. The issue was localized to the processor pca.